Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. Is not applicable with the exception of serial number as the device is manufactured by prescription. Is not applicable as the device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient had a reaction to the astron clear splint. It was reported that the patient is experienced "swollen gums, buccal tissue on upper arch, and pain. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved. However, the reaction did happened within the hour of its use. No other medical intervention required. There are no medical history or allergies noted. There was no allergy test done prior to use of the device nor are there any allergies. However, the patient was encouraged to see an allergist. The device was cleaned with mild soap and rinsed with water prior to the delivery of the device. The patient was instructed to use a toothbrush, soap and water.

Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results: DHR not applicable. Device is fabricated per physician's prescription only stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer stated the device has been returned but to date has not been received. However, the non-visual device investigation has been completed. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 012579 rev 1.0 (clearsplint instruction for use) states "brush and floss before using clearsplint. After use, rinse the bite splint with water and store dry. Clean bite splint with soap and warm water only." IFU 012579 provides warning "do not clean or soak in mouthwash; do not use denture cleanser; do not place do not place the clearsplint in hot or boiling water or expose to excessive heat (such as direct sunlight). This may distort the appliance; do not use alcohol or hydrogen peroxide." It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. Per the reported information, the device was cleaned with mild soap and rinsed with water prior to the delivery of the device. Additionally, the patient was instructed to use a toothbrush, soap and water. Per rpt 012574 rev. 1.0 (clearsplint biocompatibility report), the device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.